Event description:
The patient had 33x3.0 cypher stent implanted in the right coronary artery. Indication for stent implantation was non st-elevation myocardial infarction. Approximately six months post stent implantation, during follow-up it was discovered the stent had fractured, but it was not treated at the time. Approximately two years post stent implantation, the patient had a stent thrombosis. There is no information regarding treatment of the thrombosis. During follow-up a month later, a myocardial infarction was reported. There is no information regarding the myocardial infarction.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.